Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support guided the customer through the steps to inspect and clean the pump, eventually assisting in filling and loading a new cartridge successfully, allowing the customer to resume insulin delivery.